Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 33 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of marijuana use, depression, schizophrenia, obsessive-compulsive disorder, add, vaginal bleeding, anaphylaxis (amoxicillin reaction), rash (penicillin: keflex: allergy), smoker (every day, 11-20 cigarettes), ectopic pregnancy, back pain, headache, migraine, bipolar disorder, ectopic pregnancy, abnormal uterine bleeding, flank pain, cervical intraepithelial neoplasia iii, loop electrosurgical excision procedure, ovarian cyst, genital bleeding, parity 3 and multigravida. Previously administered products included: depo provera. The patient had a family history of heart disease, unspecified and hypertension. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced pelvic pain (seriousness criterion intervention required) and perineal pain ("perineal pain"). Essure was removed on (B)(6) 2019. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of pelvic pain was unknown. The reporter considered pelvic pain and perineal pain to be related to essure administration. The reporter commented: previously reported essure insertion date: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.691 kg/sqm. [Hysterosalpingogram] on (B)(6) 2017: findings: unremarkable uterine cavity. Statues post bilateral tubal occlusion device placement. Proximal inner and outer coils of the left. Occlusion devices appear to be within the cornua of the uterine cavity. No free intraperitoneal spill of contrast. Impression: status post. Essure placement. No free intraperitoneal spill of contrast [pathology test] on (B)(6) 2019: tissue: uterus, cervix, w/bilateral fall. Final diagnosis: result: a: focal chronic cervicitis with focal squamous metaplasia. No evidence of residual cervical dysplasia. Early secretory endometrium. No evidence of glandular atypia. Right fallopian tube with complete lumen. Left fallopian tube with complete lumen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: medical record received. Surgical pathology report added. Lab data added. Medical history, concomitant condition & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, 916 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, 916 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.